Manufacturer narrative:
(B)(4). Section f9: approximate age of device ¿ 36 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced low speed advisory alarms there were active for approximately 3 seconds each time and the estimated pump flow went up briefly after each alarm. Pump parameters were otherwise within normal limits. The patient reported feeling dizzy during these episodes; however, the patient's level of activity during the events was not known. Submitted driveline x-rays were unremarkable. The patient was admitted for observation. The system controller was exchanged and there were no further issues reported until (B)(6) 2015, when the patient called the hospital stating that he passed out after feeling another pump stop event. The patient was urgently transferred to the hospital and a log file was submitted that contained scattered pulsatility index events but no unusual events. The reported event was initially believed to possible be a driveline issue; however, the log file did not capture a pump stop event. The patient continues to be monitored.

Manufacturer narrative:
The reported low speed and pump stop events were confirmed through the analysis of the submitted system controller log file; however, a specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted log file revealed that three pump stop events occurred; one on (B)(6) 2015 and two on (B)(6) 2015. The pump stops occurring on (B)(6) 2015 were associated with a high motor current event; however, a specific cause for the high motor current event could not be determined. Additionally, power elevations were observed preceding the pump stops as well as throughout the duration of the log file. It was reported that the patient's system controller was exchanged on (B)(6) 2015. On (B)(6) 2015, the patient reported that he passed out after feeling the pump stop again. However, the data captured in the submitted log file dated (B)(6) 2015 following the system controller exchange did not confirm the pump stop. In addition, the log file did not capture any atypical alarms or notable parameters changes (including power elevations). The submitted x-rays of the patient's driveline appeared unremarkable. It was reported that as of (B)(6) 2015, the patient's lab results looked good; ldh levels were within normal limits and inr was 2.5. The patient remains ongoing on lvad support and no additional events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.